Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a bd angiocath" IV catheter. This was noticed before use and there was no report of injury or medical interventions.